Event description:
A consumer's wife reported that approximately two weeks following intraocular lens (iol) implant surgery, her husband experienced non-arteritic anterior ischemic optic neuropathy (aion) in both eyes. The consumer did not provide surgeon contact information; therefore, follow up cannot be conducted. Additional information has been requested. There are two medical device reports associated with these events. This report is for the first eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed for the complaint product lot because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined from the investigation. Additional information was requested on 02/27/2012, 03/01/2012, and 03/07/2012 by phone. (B)(4).